Manufacturer narrative:
Reporter is a j&j sales representative. A product investigation was conducted. Visual inspection: the driving cap/threaded (part #: 03.010.523, lot #: unknown) was received at us cq. Upon visual inspection, it was noticed that the distal tip of the driving cap was stuck in the threaded hammer guide connector. No other issues were identified with the device. Dimensional inspection: dimensional inspection was not perfumed due to post manufacturing damage . Document/specification review: the relevant drawing, reflecting the current revision, was reviewed. An mre could not be performed as no lot number was available. Conclusion: the complaint condition is confirmed for the driving cap/threaded (part #: 03.010.523, lot #: unknown) as the threaded distal tip was broken. While no definitive root cause could be determined, it is possible the device encountered unintended forces during its use. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings product issue evaluation (pie) task has been launched to address the identified issue. The need for further corrective/preventive action will be assessed within the pie. Further investigation will not be conducted in this complaint as it will be addressed within pie. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Without a lot number the device history records review could not be completed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during the beginning of the trochanteric fixation nail advanced (tfna) case, when the set was opened, it was noticed that the impactor was broken and tip was broken off inside of the threaded hammer guide connector from a prior case that went unnoticed evidently. Another set was used to complete the case. There is no patient involvement. Concomitant device reported: threaded hammer guide connector (part # 03.037.120, lot # 9581268, quantity 1). This report is for one (1) driving cap/threaded. This is report 1 of 1 for (B)(4).